Manufacturer narrative:
H.10: no additional information could be retrieved about this specific event. Based on the information available within the article, no device defect/malfunction could be identified and as reported in the initial report it was stated that before site bleeding, the patient was transferred to the cardiac intensive care unit in stable condition. Therefore, the most likely root cause of the event is reasonably assigned to patient movement from a room to the cardiac intensive care unit. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Pt info: unk. Cardiacassist inc. Manufactures the protek duo veno-venous cannula. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. No device returned.

Event description:
Through literature review livanova became aware of patient venous bleeding around the protekduo cannula prvad insertion site while the (B)(6) male patient was being treated with systemic anticoagulation that required 4 units of packed red blood cells. The suture was used at the jugular vascular access site to secure hemostasis. The vt ablation procedure was successful. The device was successfully weaned and decannulated on post operative day (pod) 1. The patient was discharged to home on pod 6 in ambulatory condition and there was no recurrent vt after 4 months of follow-up. Within the article it was stated that before site bleeding, the patient was transferred to the cardiac intensive care unit in stable condition. The article was published in february 2020. The event date was not stated.